Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, when a faradrive sheath was being flushed prior to insertion, fine air bubbles were observed. No leak from the sheath was observed. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device was discarded and is not expected to return. It was further reported that the sheath had never been inserted into the patient prior to the initial observation of the visible air bubbles. At that time, only the farawave catheter and starter guidewire had been inserted into the sheath. A pressure bag was used as the method of irrigation. The visible air bubbles were observed in the flush port of the sheath. No air was observed in the patient.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, when a faradrive sheath was being flushed prior to insertion, fine air bubbles were observed. No leak from the sheath was observed. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device was discarded and is not expected to return. It was further reported that the sheath had never been inserted into the patient prior to the initial observation of the visible air bubbles. At that time, only the farawave catheter and starter guidewire had been inserted into the sheath. A pressure bag was used as the method of irrigation. The visible air bubbles were observed in the flush port of the sheath. No air was observed in the patient.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, when a faradrive sheath was being flushed prior to insertion, fine air bubbles were observed. No leak from the sheath was observed. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device was discarded and is not expected to return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.